Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e216 (scope communication error) code. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a e216 scope communication error. The most probable cause of the discovered malfunction is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.